Manufacturer narrative:
Other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause for a no disposable alarm is the dso sensor; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited a no disposable alarm and the alarm was silenced. Reviewed settings and closed clamp. Removed cassette and gently tapped cassette and massaged tubing to disperse air bubbles in the line. Replaced cassette and opened clamp. Started the pump but the pump continued to alarm like a no disposable alarm. Stopped the pump and closed clamp. Removed the cassette again and gently tapped cassette and massaged tubing. Replaced cassette and alarm persisted. The pump was powered off. Res volume 70.8ml, rate 2.4ml, given 25.9ml. No adverse patient effects were reported by the customer.